Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance in resetting the pump with instructions from technical support, and there was no recurrence of the malfunction. The customer was advised to continue using the pump and to call back if any future malfunctions occur.